Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. However, the most probable root cause can be due to displacement of the enteral feeding tube. Due to extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device is running according to the defined parameters and specifications. The production personnel were notified of the reported issue. A corrective action is not applicable at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer states the patient had a trach, a dobhoff was placed in the right lung and required a right chest tube due to the ng tube. The customer reported a case of pneumothorax which was associated with the feeding tube since the feeding tube feels different, specifically that the end is more rigid. The chest tube was inserted on (B)(6) 2015 and was removed on (B)(6) 2015. The patient was discharged to a rehabilitation institute and is in stable condition. The below additional clarification was provided by a covidien clinician. Pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the product IFU for this device, under the warning section-information is clearly provided that adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.